Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this tricuspid annuloplasty ring was implanted in the mitral position. Subsequently, a mitral annuloplasty ring was implanted in the same position on the same day. The reason for the second device implant is unknown. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the tricuspid device was actually implanted in the tricuspid position and was incorrectly listed as implanted in the mitral position on the device registration form. The mitral annuloplasty ring and tricuspid annuloplasty ring were both implanted during the same procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.